Manufacturer narrative:
B5 - describe event or problem: a healthcare professional reported an article titled "recurrent 0 um vault complicated with anterior subcapsular cataract after toric icl in an eye with multiple anatomical risk factors: clinical reflections". The article states the patient experienced low vault, lens opacity, and blurred vision. Cause of the event is unknown. If additional information is received a supplemental medwatch report will be submitted. Claim#: (B)(4).

Event description:
A healthcare professional reported an article titled "recurrent 0 um vault complicated with anterior subcapsular cataract after toric icl in an eye with multiple anatomical risk factors: clinical reflections". The article states the patient experienced low vault, lens opacity, and blurred vision. Cause of the event is unknown. If additional information is received a supplemental medwatch report will be submitted.

Event description:
A healthcare professional reported an article titled "recurrent 0 um vault complicated with anterior subcapsular cataract after toric icl in an eye with multiple anatomical risk factors: clinical reflections". The article states the patient experienced low vault, late onset anterior subcapsular cataract, and decreased vision. The lens was removed and replaced. Cause of the event is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
D2b- unable to leave blank secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4)